Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 35 mg/dl and for experiencing hypoglycemic episodes. The customer stated that they had a blank display screen on the insulin pump. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. The customer called back later and was assisted with trouble shooting and found the pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.